Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Additional infio: event site postal code: (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) machine is not maintaining the augmentation properly. No one was harmed onsite.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11 a getinge field service engineer (fse) checked and replaced 5000hr pm kit provided by customer and handover to customer in working well condition.